Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 05 error message which indicates that the the shocking capacitors were not charge to the programmed voltage with 45 seconds following the start of charging.